Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that ever since device implant, has felt worse than before - light headed, dizzy. Patient is now symptomatic with any ventricular pacing. Pocket stimulation later reported as likely due to muscle stimulation in unipolar at high outputs. Patient "feels something in chest" at 155pm and 155am. Thresholds are reported high and due to microdislodgement of the lead. Reprogramming was going to be done. There are no further patient complications reported.